Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025. The customer addressed the elevated blood glucose level by administering a correction injection via multiple daily injections without needing third-party assistance. Customer changed cartridge and infusion set and resumed insulin to address the issue.